Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut off and became unresponsive. The pump was plugged into a power source and still would not turn on. The customer's blood glucose (bg) level was impacted (500 mg/dl). The customer delivered a manual injection for correction to bg level. It was indicated that the customer had manual injections as alternate insulin therapy available.